Event description:
It was reported that the patient underwent an explant procedure six months after being implanted due to inadequate pain relief. Additional information was received that all devices were explanted and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 17489734/17941829.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure six months after being implanted due to inadequate pain relief.